Event description:
It was reported that the catheter fell out a few days after the placement due to a water leak. Per sample evaluation, it was found that the catheter had a asymmetrical balloon, and degradation was also found on the catheter.

Manufacturer narrative:
The reported event was confirmed. An orange lubricath coude catheter was returned without its original packaging. There was white markings on the catheter balloon and tip area which appear to be indicative of a degradation. A 10cc leur lock syringe was used to inflate the catheter with 10 ccs of air. The balloon appeared to be asymmetric. The catheter was then passively deflated with no issues. Then the catheter was inflated again with 10 ccs of water. The balloon appeared to be asymmetric. The catheter's balloon was out specification as per inspection procedure due to the asymmetry of the balloon when inflated with water and when inflated with air was greater than 60/40. A potential root cause for this failure could be "balloon molding". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed as the reported event cannot be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out a few days after the placement due to a water leak. Per sample evaluation, it was found that the catheter had a asymmetrical balloon, and degradation was also found on the catheter.